Manufacturer narrative:
Investigation into this complaint included an existing data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: existing data review: supporting information review: the abbott realtime sars-cov-2 package insert (51-608445/r2), the m2000sp operations manual list# 09k20-009, version 200681-109, march 2016, and the m2000rt operations manual, list# 06n03-009, version 50-608413/r6, march 2016 were reviewed. This labeling review concluded that the related labeling is sufficient to address the reported complaint. Per the abbott realtime sars-cov-2 package insert (51-608445/r2), the minimum volume for a transport tube is 1.0ml. The abbott multi-collect specimen collection kit (this tube is a transport tube) contains 1.2ml. The instrument aspirates 500ul which leaves 700ul in the tube. This does not meet the minimum volume of 1.0ml. Therefore, the same tube should not be used for a second time. Customer data review: the results logs of the runs in question were reviewed. Four runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. One run was not valid. Patient sample ID (B)(6) tested on (B)(6) 2020 and sample ID (B)(6) tested on (B)(6) 2020 were positive for sars-cov-2 and both displayed an ic flag. Patient sample ID (B)(6) tested on (B)(6) 2020 and sample ID (B)(6) tested on (B)(6) 2020 were negative for sars-cov-2. There were no signs of amplification. Samples were tested multiple other times and did not produce any results and errors were received. The minimum volume for a transport tube is 1.0ml. The abbott multi-collect specimen collection kit (this tube is a transport tube) contains 1.2ml. The instrument aspirates 500ul which leaves 700ul in the tube. This does not meet the minimum volume of 1.0ml. Therefore, the same tube should not be used for a second time. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506428. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 identified two additional complaints related to the reported issue. One complaint was independently investigated and found no product deficiency. The other ticket is currently under investigation. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 was not identified. Note, g4 combination product field has been checked by the esubmitter software and cannot be unchecked; although it is not appropriate for this product type.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Customer reported that when running the realtime sars-cov-2 assay, they had one sample generate a positive result when run on (B)(6), but a negative result when re-tested on (B)(6). Customer was using a multicollect tube as the primary tube for both tests. Customer repeated this sample because it showed an internal control (ic) flag in the initial results. The sample was reported as indeterminate and another sample was requested. There was a second sample (patient 2) that generated an ic flag in the initial results, but did not generate a result when repeated because a liquid level sense error was received. This sample was also reported as indeterminate and another sample was requested. During a follow-up call, customer said they had another sample from patient 2 stored in the freezer. The second sample was a left nasal sample run on (B)(6), the initial run generated an error code 4458, but when repeated generated a negative result. Sample was reported as negative. As all repeat runs were repeated on the initial sample collected in the abbott multicollect tube (1.2ml), there is concern that the repeat run did not include the minimum sample volume as required by the realtime sars-cov-2 assay. Evaluation will be run as a worst case false negative result and complaint will be elevated for investigation. There was no impact to patient management reported. Sample 1 was reported under MDR 3005248192-2020-00032.